Manufacturer narrative:
(B)(4) section d4: device identification details were not received. The subject rt265 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that an rt265 infant dual-heated evaqua2 breathing circuit was leaking air during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned subject device identified contamination and presence of small holes on the expiratory tubing. Leak testing confirmed a leakage from expiratory tubing. Additional analysis concluded that the expiratory tubing had been exposed to an incompatible chemical. Conclusion: the investigation confirmed that the reported leak in the expiratory tubing was due to exposure to incompatible chemicals. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in colorado that an rt265 infant dual-heated evaqua2 breathing circuit was leaking air during patient use. There was no patient harm reported.